Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient¿s right ventricular lead exhibited increasingly high pacing capture threshold since implant as noted by the device clinic via merlin at home monitoring and at clinic checks. The lead was capped and replaced on (B)(6) 2018. There were no adverse consequences to the patient.